Event description:
Two pedicle screws of the same part number, size and lot number broke post operatively. The broken screws are located at the sacrum. Broken pedicle screws were detected during a follow up visit on an xray. The date when the screw were broken is unknown. The patient underwent revision surgery to remove the broken screws. There was fusion at l5-s1. The broken screws were removed from the patient and discarded. The revision surgery date is unknown, but was performed in the year 2006 after the implant surgery.

Manufacturer narrative:
A visual examination of the x-ray provided by the surgeon was done by engineering. The requisition from the implant surgery was obtained which aided in determining the correct part and lot number of the broken screws. Engineering determined that the screws were 4.5mm in diameter (part number 62065-45). The lot number that corresponded to that size is 601538d. Complaint was initially received on 01/25/07; however, the part number involved was not known until 02/26. The surgeon disclosed the correct part number involved with the incident. The lot number was not provided by the surgeon. The broken screws were not returned to alphatec spine. The root cause cannot be identified.